Event description:
After an implantation period of approx. 7 months, it was reported that during a testing of the device, a vt was triggered that was below the programmed threshold. The device could no longer be interrogated. The patient was defibrillated externally. The device was explanted.

Manufacturer narrative:
Before the analysis of the device, the quality documents that had accompanied the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent electrical testing. It turned out that the device could no longer be interrogated, matching the clinical observation. Therefore, the housing of the ICD was opened, and the inner structure was analyzed. During the inspection of the electrical module, damage to the fuse that separates the battery from the module could be detected, as well as damage to other electrical components. The kind of damage of the electrical components leads to the assumption of damage due to a temporarily increased current uptake of the electronic module and therefore indicates the mentioned external defibrillation as cause of the damages. Due to the damages, it was no longer possible to interrogate the ICD. In general, the ICD is protected against high-voltage discharges during an external defibrillation. However, damage to the electronic module cannot be ruled out completely, depending on the position of the external defibrillation leads or due to individual patient-related circumstances. The analysis did not show any indications of a material defect or manufacturing error.